Event description:
Floaters/particles were found upon inspection after compounding multiple IV epidural batches and stand alone IV compounds with the exactamix eva and secure eva empty bags. There doesn't seem to be any physical deformity with the bags or an issue of technician technique. Possibly there could be an issue of the bag being too easy to scrape along the wall after the port is punctured. The presence of the particles/floaters is unacceptable for patient use as it could cause patient harm if the floaters/particles enter the patient. Ref report: mw5170197.